Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and it was noted a parity error caused the bvvi. The parity error was due to exposure to cold temperatures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was interrogated prior to a new device implant when the device was in backup vvi. The device was not implanted.